Manufacturer narrative:
A ge representative evaluated the sys and replaced the monoblock tube assembly. Sys operates as intended.

Event description:
Customer reported the sys is displaying generator errors. No pt injury was reported.